Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, product type: lead, implanted: (B)(6)2016, product ID: 8780, product type: catheter, implanted: (B)(6) 2016 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited no telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.